Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device location unknown.

Event description:
It was reported by patient's legal counsel that the patient was revised due to thrombectomy caused by numbness as a result of iliac artery occlusion. Occlusion was reported to have occurred during initial procedure